Event description:
After predilatation with a 3.0mm ptca balloon, another MFR's stent was inserted, but could not cross the heavily calcified target lesion. Therefore, add'l pre-dilatation was performed, and a 3.0mm diameter x 15mm length medtronic ave s670 over-the-wire stent delivery system was inserted and tracked to the proximal right coronary artery. The stent delivery system was aggressively pushed in attempts to cross to the target lesion, however, it was not successful in crossing the lesion. During the attempts to cross the lesion, the stent dislodged from the stent delivery balloon into the ascending aorta. The dislodged stent was subsequently snared from the descending aorta successfully. The physician did not follow instructions for use when the stent was aggressively pushed towards the target lesion despite meeting resistance. There was no further treatment to the target lesion at the time of procedure. The pt underwent coronary artery bypass surgery at a later time. There was no add'l clinical sequelae reported relative to the event.